Event description:
It was reported that the pt underwent a procedure where the physician used a dyonics rf-s whirlwind 90 degree probe. After the procedure had concluded it was discovered that the pt had sustained a blister burn. Attempts to follow up on the pt's subsequent treatment and condition were unsuccessful. No further information is available.

Manufacturer narrative:
The pt's age and gender have been requested but not received.